Event description:
It was reported that during a procedure of the anterior tibial artery after removal of the ht command es guide wire and the 2.0 x 200 cm armada 14 balloon dilatation catheter (bdc) it was noted that the guide wire 'floppy' tip had sheared off and remained in the anatomy. There was no reported issue with resistance during advancing or during removal, however, it was noted that the guide wire tip detachment was only noticed after removing the balloon and wire together. The patient was reported as stable. The patient was prepared for transport to a different facility for surgical removal of the 5 cm portion of the guide wire tip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic reported from this lot. Based on the reviewed information, no product deficiency was identified. The armada referenced is being filed under a separate manufacturing report number.